Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Six weeks post procedure a portinon of the sling material was removed for symptoms of urinary retention. The pt is presently continent with no further complaints of retention. Co's directions for use state: " the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Over correction may cause temporaty or permanaet lower urinary treact obstruction."